Manufacturer narrative:
This report is submitted on june 26, 2018, by cochlear ltd. On behalf of cochlear americas.(B)(4).

Event description:
It was reported that the patient experienced persistent infection at the abutment site and subsequently was treated with oral and topical antibiotics (date and duration not reported). The infection has reportedly since resolved, as of (B)(6) 2018.